Event description:
It was reported that the penta was loaded onto a guide wire and advanced. It was noted that the tip of the catheter had broken off and was on the guide wire. The device never went into the guiding catheter, and there was no patient injury reported.